Event description:
Pt's caregiver reported that after assembling machine parts and turning on nebulizer machine, no mist came out. He switched cups as well and it did not work. He connected tubing to an old machine, and it was working. Patient is able to administer doses with old machine. No missed dose or adverse events reported. Unknown if available for return. No further information provided. Emphysema, unspecified.